Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to patient incontinence. There was a system fluid loss, and a leakage was found in the pressure regulator balloon that caused fluid loss. A new artificial urinary sphincter (aus) was placed, and no other patient compilations were reported.